Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient received a line block alarm and then noticed the insulin was not pushing through the tubing while using the cadd cleo infusion set. Patient changed the tubing to resolve the issue. There was patient involvement with no harm.